Event description:
Note: the date of event is unk. A cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure (pt age, gender and weight unk). According to the complainant, "[d]uring the procedure, inside the pt, the black sleeve on the catheter [radiopaque marker] fell off during the procedure. They retrieved the sleeve with... Forcep[s, MFR unk]. The device performed correctly. They completed the case with this device with no complications to the pt."

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not avail, and the cause of the marker detachment is undetermined. A search of the complaint database revealed that one add'l complaint has been reported for this lot (from the same customer for the same failure mode). The march 2008 15-month cre balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.